Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 392mg/dl. The customer's most current level was 344mg/dl. The customer had a low blood glucose level of 33mg/dl. The customer treated with food. The customer was treated at the hospital for the highs with IV and insulin shots and was still in the hospital. Troubleshoot was conducted and the device passed testing. The customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device.